Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted to the lad. An angiographic complication of dissection occurred index procedure.

Manufacturer narrative:
(B)(4). Evaluation result: inherent of procedure (dissection).